Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as a corrective measure. The customer was informed they would receive a new pump with updated software and advised to use multiple daily injections as a backup. Instructions were given for placing the pump into storage mode and returning it, and the customer acknowledged the need to program settings and connect their continuous glucose monitor (cgm) to the replacement pump.